Manufacturer narrative:
Physio-control downloaded the electronic records from the device for review. Upon review of the electronic records, physio-control was able to confirm that the actual date of the event was 11/25/2018. As a result, date of event, has been updated accordingly. Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the main keypad assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Based on the information available, it's reasonable to conclude that the likely cause of the reported issue was that the shock switch on the main keypad assembly was out of tolerance due to excessive resistance.

Event description:
The customer contacted physio-control to report that the service indicator on their device is illuminated. The customer also observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the service indicator on their device is illuminated. The customer also observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number (B)(4) is relevant to the reported issue.

Event description:
The customer contacted physio-control to report that the service indicator on their device is illuminated. The customer also observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.